Event description:
The customer reported the printer connected to unicel dxh 800 coulter cellular analysis system had stopped working. The customer reported that the parallel cable connected to the lexmark t650 (printer) used in networking between two dxh instruments had melted and the printer become nonfunctional. There was no report of smoke, sparks, flames, or injuries in connection with this event. The fire department was not called.

Manufacturer narrative:
The customer replaced the cable and initiated an instrument restart and sequencing. The customer reported no further issue. Beckman coulter (bec) field service engineer (fse) was not dispatched to the customer site to evaluate the instrument. (B)(4).